Manufacturer narrative:
The exact date was unknown; but stated as around (B)(6) 2016. (B)(6). (B)(4). Device evaluation: the reported product was not returned and therefore, an investigation was not possible. The customer's reported event could not be confirmed. No other testing could be performed as the lot number was not provided. Manufacturing record review: the manufacturing records review for the reported event was not performed as lot number of the complaint product was unknown. Labeling review: the directions for use (dfu) was reviewed. The dfu adequately provides instructions, precautions, and warnings for the proper use and handling of the product. Based on the results of the investigation, no product deficiency was identified. The reported issue was probably caused by an adverse reaction to the product. All pertinent information available to abbott medical optics has been submitted.

Event description:
It was reported that the patient experienced irritation in her eyes with use of complete revitalens around (B)(6) 2016 and visited an ophthalmologist. Doctor saw the patient and observed a mild degree of keratitis. Hospital requested patient to see the doctor again on (B)(6) 2016, but the patient did not comply and did not visit the hospital. Further information provided noted treatment and outcome from the hospital on (B)(6) 2016 reported as superficial keratitis and dry eye were observed. Doctor gave eye drops to the patient: hyaluronic acid and muscota. Keratitis was slightly observed, but symptom has been recovered so that the patient can wear contact lens without problem. No further information was provided.

Manufacturer narrative:
In the initial MDR report, the UDI number was listed as n/a (not applicable). This report reflects the correction as follows. UDI #: (B)(4). All pertinent information available to abbott medical optics has been submitted.

Manufacturer narrative:
Corrected data: the initial MDR was submitted with the incorrect manufacturing report number. The correct manufacturing report number is: 3004178847. All pertinent information available to abbott medical optics has been submitted.

Manufacturer narrative:
In the initial MDR, irritation was reported; however, a patient code for irritation was inadvertently not entered in the report. (B)(4). All pertinent information available to abbott medical optics has been submitted.